Manufacturer narrative:
This device is used for treatment. Device history records were reviewed and no deviations or anomalies were found. A product history search revealed no additional complaints against the related part and lot combination. Zimmer implemented a corrective action in april 19, 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. FDA recall z-2412-2010 contains the related tibial lot number. The implantation date of the component is unk, but it is confirmed that the device in question was not implanted using a drop-down stem extension. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that patient underwent a revision due to loosening.